Manufacturer narrative:
(B)(4). Service technician has been sent for investigation on the 2017-03-10 : the failure was detected by the user, but could not reproduced by fse. The device was quarantined and let on function test during several days without failure detected. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigations initiations will be completed at this time.

Event description:
During use on the patient in recovery unit the rotaflow console stopped twice. No clinical consequences were reported. (B)(4).